Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the difficult to remove, clip detached from one leaflet and recurrent mr. It was reported that the index mitraclip procedure was performed on (B)(6) 2019 to treat a functional mitral regurgitation (mr) with grade 3. One clip (cds0602-xtr, 81029u156) was implanted, but mr remained at 3. There was no tissue damage noted. However, the physician decided to abort the procedure as gradient was at 5 mmhg which was not low enough to perform a second mitraclip procedure. On (B)(6) 2020, mr grade was 3 and gradient had reduced; therefore, a second procedure was performed to treat the progressive mitral regurgitation. The initial clip implanted remained stable on both leaflets. An ntr clip (cds0602-ntr, 91008u248) was implanted medial at a3/p3. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Visualizing of the clip was very good during the procedure, however, there was much tension on the cds after the pin release as the hooks [l-tabs] got stuck on the clip cover. Aggressive manipulation to untangle the hooks resulted into the slda. There was no tissue damage noted. There was no additional attempt to add an additional clip as the clip had been implanted at the best spot to lower the mr, mr was <1 before the slda. The patient remained stable, and mr remained at 3 and gradient was at 3 mmhg. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All information was investigated and the difficult to remove associated with the l-lock tabs becoming caught on the clip cover appears to be due to user technique/procedural circumstances. While the reported single leaflet device attachment (slda) appears to be due to the user technique/procedural circumstances as the clip detached from the posterior leaflet during attempts to remove the l-lock tabs from the clip. The mr was due to the slda. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na